Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of asthma. There was a report of patient death have occurred. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/23/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer allegations of asthma and death. No other peripherals or accessories were returned with the device. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Section g3 and h6 have been updated in this follow up report.